Manufacturer narrative:
(B)(4). The complaint device has not been received by the MFR so a device eval has not been performed yet. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
It was reported that the guide wire was difficult to exit through the catheter's guide wire exit port. The guide wire was inserted into the imaging core sheath several times. The physician bent the tip of the guide wire and it came out from the catheter guide wire exit port prior to insertion in the artery. It was also reported that the catheter got stuck with the stent while imaging in the artery at port ivus. Two stents (2.5 x 30 and 2.5 x 18) were placed in tandem at lcx, and y-stent (3.0 x 30) was placed at lad when the ro marker of the catheter was crossing and overlapped part of the stents. The physician felt resistance while withdrawing the catheter. Additional guide wire and balloon catheter were inserted in lad and the catheter was successfully removed from the pt body. The stents position were not moved. There was no pt injury.